Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event 231008 (o2 valve leak), 231007 and 231004, leak test failed and leakage from blower. Error occured during routine checking. No patient involvement.